Event description:
It was reported that the device failed the pressure transducer test, during pre-use check. There was no patient harm reported. (B)(4).

Manufacturer narrative:
(B)(4). Investigation of the returned expiratory pressure transducer printed circuit board (pcb) and evaluation of device logs have been finalized. Evaluation of received test logs show that the internal leakage test and pressure transducer test have been failing due to a low offset from the expiratory pressure transducer since (B)(6) 2017. The date of event is updated accordingly. The failures were reproduced when the returned pcb was tested in a reference ventilator. During ventilation alarms for high pressure and low peep (positive end expiratory pressure) were generated. The measured peep was negative. Electrical measurement of the pressure sensor on the returned pcb showed an imbalance in its bridge. When the pressure sensor was replaced performed pre-use check passed without deviation and no alarms were generated during ventilation. Ocular inspection of the returned pcb showed signs of dried stains on several components on the board. When the pressure sensor was dismounted the same type of stains could be seen on its cap on the outside. Microscopic inspection of the pressure sensor¿s chip showed an indication of corrosion close to one of the pins. Some discoloration could be seen on the conducting tracks around the chip. The conclusion is that the pressure sensor failed due to exposure to an unknown substance that has entered the chip and damaged the electronics inside it. This in turn caused the reported failure. The user will be informed to find the source of the observed contamination and take appropriate measures to avoid future problems.

Event description:
(B)(4).